Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a percutaneous ventricular assist device (pvad)removal, a 14f ce manta sheath was inserted in the right common femoral artery. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered strong resistance, and applied force in an attempt to advance the bypass tube, although the bypass tube rebounded from the sheath hub (associated to another der). The physician removed the first 14f ce manta closure unit and sheath and exchanged it for a second 14f ce manta closure unit and sheath (lot number unknown). While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered mild resistance advancing the bypass tube although was able to successfully deploy the manta device, and successfully completed closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: the patient was sent from the ICU for weaning and removal of the percutaneous ventricular assist device (pvad). After removal of the pvad's catheter and sheath, a 14f manta sheath was inserted into the right common femoral artery. Then the physician attempted to insert the manta closure unit into the manta sheath after withdrawing the dilator. However, the bypass tube encountered strong resistance during insertion and was rebounded from the sheath hub. The physician withdrew the whole manta system out, including the sheath, and exchange for a 14f sheath. (Related to another MDR). Another new 14f manta was then applied again to close the wound and the resistance was not as strong as the first time as mentioned by the operator. The manta closure unit could combine with the sheath and complete the closure successfully. Additional information on the 30nov2022: there were no issues advancing or withdrawing procedural sheaths. While attempting to close using the second manta device, the bypass tube could not be inserted into the manta sheath smoothly and resistance was felt by the physician, but he managed to combine the sheath and manta closure unit eventually. It was reported that the patient did not experience any harm or consequence from this event. Patient's current condition is reported as fine.

Event description:
It was reported that: the patient was sent from the ICU for weaning and removal of the percutaneous ventricular assist device (pvad). After removal of the pvad's catheter and sheath, a 14f manta sheath was inserted into the right common femoral artery. Then the physician attempted to insert the manta closure unit into the manta sheath after withdrawing the dilator. However, the bypass tube encountered strong resistance during insertion and was rebounded from the sheath hub. The physician withdrew the whole manta system out, including the sheath, and exchange for a 14f sheath. (Related to another MDR). Another new 14f manta was then applied again to close the wound and the resistance was not as strong as the first time as mentioned by the operator. The manta closure unit could combine with the sheath and complete the closure successfully. Additional information on the 30nov2022: there were no issues advancing or withdrawing procedural sheaths. While attempting to close using the second manta device, the bypass tube could not be inserted into the manta sheath smoothly and resistance was felt by the physician, but he managed to combine the sheath and manta closure unit eventually. It was reported that the patient did not experience any harm or consequence from this event. Patient's current condition is reported as fine.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation.